Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was no flow coming from the venous branch of the catheter after trying it while inserted in the patient. It was also still blocked while trying to get a flow from outside of the patient. The catheter was replaced and the procedure ended with optimal results. The patient was discharged at home with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the catheter was received. The distal end of the catheter was cut and disengaged. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut at the distal end of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion, there was no flow coming from the venous branch of the catheter after trying it while inserted in the patient. The device was still blocked while trying to get a flow from outside of the patient. It was stated that flushing was performed prior to insertion with normal results and the customer tried to reverse the lines. The catheter was removed and replaced with a new device. The procedure ended with optimal results. The patient was discharged at home with no injury.